Event description:
It was reported that crystals/particulates were observed inside an unspecified specialty therapy product. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d1, d4 (model, catalogue and unique identifier (UDI) #), g4: PMA/510k #, h6, h11. B5: update "an unspecified specialty therapy product" to "a large volume infusor". H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.